Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient returned post op with suture knot abscess. The knot was removed to resolve the issue.